Event description:
It was reported that during a prostate procedure, after a fiber issue, the physician noted an error message (171) indicative of a laser issue. The physician was unsuccessful in getting the laser to resume function. The physician reverted to and alternate procedure (turp) to complete the case. Outcome: "ok no harm to pt".